Manufacturer narrative:
The sample was analyzed from a secondary container. Qc was within the established ranges prior to and after the event. Samples tested prior to and after the event were checked but no other samples were questioned. A bci field service engineer (fse) inspected the instrument and performed a precision run. The results were within the specifications. Analysis of the absorbance data was compatible with a short sample. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low phenytoin (phy) result of <0.1 ug/ml generated by unicel dxc 800 pro synchron chemistry analyzer. The result was reported out of the laboratory as < 2.5 ug/ml (the low limit of analytical range) and was questioned by the physician. Subsequent testing on the same and an alternate analyzer produced higher results of 12.0 ug/ml and 13.4 ug/ml. There was no effect to patient or user.